Event description:
Echelon 3000 60mm stapler opened for procedure. Reload placed in stapler correctly. When surgeon went to fire the stapler, it would not fire. Surgeon and scrub tech attempted to troubleshoot w/o success. Stapler removed from field and new stapler opened for case.